Event description:
Event was reported to caldera medical by an attorney. The patient has suffered severe abdominal pain, bladder prolapse, and urinary incontinence. No further information has been provided.